Event description:
Neuro-interventional surgery - thrombectomy device - trevo nxt by stryker, was used to remove clot out of the cerebral artery. The stent portion of the device fractured off the wire and a piece was retained in the patient's cerebral artery. The physician attempted to retrieve the foreign object with use of ensair 3.2mm and another trevo nxt 4mm, but was unsuccessful. The trevo nxt fractured piece remains in the patient's cerebral artery. Blood flow to patient's brain is better than prior to procedure, and md is closely monitoring the patient.